Event description:
Brush head came loose in mouth/disk with the bristles came loose from the brush head - oral-b [device physical property issue] product counterfeit - oral-b [product counterfeit] case narrative: female consumer via phone stated that the oral-b toothbrush head came loose in her mouth. No injury was reported. 13-sep-2024 follow up via phone: the consumer reported that only the disk with the bristles came loose from the oral-b toothbrush head. No injury was reported. 30-oct-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
30-oct-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head came loose in mouth/disk with the bristles came loose from the brush head - oral-b [device physical property issue] case narrative: female consumer via phone stated that the oral-b toothbrush head came loose in her mouth. No injury was reported. 13-sep-2024 follow up via phone: the consumer reported that only the disk with the bristles came loose from the oral-b toothbrush head. No injury was reported.